Event description:
It was reported that: the customer reported that the ventilator ran on battery power then shut down when the battery power decreased below the acceptable limit. It is unk if the ventilator alarmed previous to or after the ventilator shut down. The hospital biomed determined that the root cause for the reported problem was due to a faulty power supply. The power supply was replaced and the problem was resolved. The ventilator was tested and passed w/in normal operating limits. No pt injury was reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the f/u report.